Manufacturer narrative:
Insulin pump received with no back light due to faulty el panel. However, the pump passed displacement test and self-test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device is experiencing a back-light anomaly and is in a low battery status. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.